Event description:
Through journal article "augmentation-mastopexy: analysis of 95 consecutive patients and critical appraisal of the procedure", healthcare professional reported the events of wound dehiscence, infection with unknown onset, seroma, hematoma, device migration in for four patients. Affected side and device location are unknown.

Manufacturer narrative:
Article citation: zucal, I.; tremp, m.; duscher, d.; wenny, r.; zaussinger, m.; kutz, a.; pagani, a.; huemer, g.m. Augmentation-mastopexy: analysis of 95 consecutive patients and critical appraisal of the procedure. J. Clin. Med. 2023, 12, 3213. Note: statistics reported under group iii include patients implanted with devices from multiple manufacturers including all four patients in the study who were implanted with allergan® implants. It is not clear what, if any, complications are related to allergan® devices. The events of wound dehiscence, infection, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence, infection, seroma.

Event description:
Through journal article "augmentation-mastopexy: analysis of 95 consecutive patients and critical appraisal of the procedure", healthcare professional reported the events of wound dehiscence, infection with unknown onset, seroma, hematoma, device migration in for four patients. Affected side and device location are unknown.